Event description:
User received erroneous quality control and patient results for creatinine amylase and ck results for an unknown number of patient samples. No specific results were provided. Results for creatinine and amylase were reported to be negative, while ck results were very high. All erroneous results were repeated and were not reported therefore, no treatment was indicated. It was discovered the k factors for the calibrations had changed for these assays. User resolved the issue by performing calibrations. A field safety notice has been created for this issue, but it is unclear whether the advice was followed.